Manufacturer narrative:
Other, this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. A review of the event history log identified base hardware alarm with a failed value and battery communication timeout error in history. During functional testing using the power up process the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. A corrective and preventative action has been opened to address the reported issue. Replaced interconnect board and battery as a preventive measure.

Event description:
It was reported that the pump exhibited a base hardware failure and was not detecting the battery. No patient injury was reported.